Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 456 mg/dl. They treated with a bolus from the insulin pump. Troubleshooting for the high blood glucose was not performed. The device will not be returned for analysis.